Event description:
It was reported, that the pump alarmed cassette not attached properly. There was unknown, patient involvement. No patient harm/adverse event was reported.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56, when additional information becomes available.

Manufacturer narrative:
One device was returned for analysis. Visual inspection found fluid ingression on the downstream occlusion sensor. A functional test was performed and the reported issue was duplicated. The cause of the reported issue was due to fluid ingression. As a result, the downstream occlusion sensor assembly was replaced. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture.

Event description:
Additional information received stated there was no patient involvement.